Event description:
It was reported that the patient experienced a perivascular phlegmonous inflammatory reaction. The patient was enrolled in the eminent study on (B)(6) 2018 and the index procedure was performed on the same day. Target lesion was located in the left distal superficial femoral artery (sfa) involving the proximal popliteal artery (ppa) with 95% stenosis. The target lesion was 100 mm long with a proximal reference vessel diameter of 6 mm and a distal reference vessel diameter of 6 mm. It was classified as a tasc ii a lesion. The target lesion was treated with pre-dilation followed by placement of a 7 mm x 120 mm study stent. Following post dilation, residual stenosis was 20%. On 23-nov-2018, the patient was discharged with antiplatelet therapy. On (B)(6) 2021, the patient presented with a perivascular phlegmonous inflammatory reaction in the left sfa. On the same day, the patient was hospitalized for further evaluation and treatment. To treat this event, explantation of the left sfa was performed followed by placement of a vein interposition on the popliteal artery in the p1 segment with saphenous vein through revascularization procedure. It was further reported that on (B)(6) 2021, the patient presented with deterioration in general condition and fever. The patient was undergoing treatment for non-healing wound on the sole of the left foot on an outpatient basis for approximately 3 months. Physical examination revealed inguinal pulse on both sides with pedal pulse on the left. A malum perforans in the plantar region measuring approximately 3 cm with a clean wound bed, mild inflammatory reaction of the surrounding area, no purulent secretion or fluctuation. On the same day, blood cultures showed detection of staphylococcus aureus, hence antibiotic therapy was adjusted. The patient was diagnosed with perivascular phlegmonous inflammatory reaction in the left sfa. On (B)(6) 2021, duplex ultrasound of the peripheral arteries revealed approximately 4 cm in front of the stent, with presence of floating plaque with fluid around the vessel. Upper leg MRI revealed a long stretch of perivascular, rather phlegmonous inflammatory reaction along the sfa at the left upper leg with the maximum point around 10-12 cm below the symphysis. On (B)(6) 2021, a bypass surgery was planned by explantation of the sfa including the stents, followed by placement of a venous bridge to the popliteal artery in the p1 segment with great saphenous vein. The sfa was dissected along its entire length up to the adductor canal. At the level of the p1 segment, the femoral artery was then removed. Around 5 cm of the superficial femoral artery was left above. The vessel was also removed. A good possibility of connecting both arteries proximally and distally was observed. Then, the great saphenous vein was visualized, and the vein was dissected at a length of around 25 cm. Lateral branches were divided between ligatures. The veins were removed and prepared. Then the vein was placed in the adductor canal reversed and the anastomosis was sutured as an end-to-end anastomosis in the region of the popliteal artery in the p1 segment. After completion of suturing, the blood flow was released, and the vessel was de-aerated. A strong pulse was palpable over the venous bridge. The digital subtraction angiography showed a normal proximal and distal anastomosis, normal outflow to the lower leg and a 1 1/2 supply to the lower leg via the anterior tibial artery and fibular artery. The procedure was completed successfully without any immediate post procedural complications. A pulse was able to be detected over the posterior tibial artery and dorsalis pedis artery by doppler ultrasound after surgery. On (B)(6) 2021, the doppler ultrasound revealed ankle-brachial index on left at 0.9. On (B)(6) 2021, the subject was in a stable general condition with steady wound conditions. The event was considered to be recovered, and the patient was discharged on the same day on aspirin.

Event description:
It was reported that the patient experienced a perivascular phlegmonous inflammatory reaction. The patient was enrolled in the (B)(6) study on (B)(6) 2018 and the index procedure was performed on the same day. Target lesion was located in the left distal superficial femoral artery (sfa) involving the proximal popliteal artery (ppa) with 95% stenosis. The target lesion was 100 mm long with a proximal reference vessel diameter of 6 mm and a distal reference vessel diameter of 6 mm. It was classified as a tasc ii a lesion. The target lesion was treated with pre-dilation followed by placement of a 7 mm x 120 mm study stent. Following post dilation, residual stenosis was 20%. On (B)(6) 2018, the patient was discharged with antiplatelet therapy. On (B)(6) 2021, the patient presented with a perivascular phlegmonous inflammatory reaction in the left sfa. On the same day, the patient was hospitalized for further evaluation and treatment. To treat this event, explantation of the left sfa was performed followed by placement of a vein interposition on the popliteal artery in the p1 segment with saphenous vein through revascularization procedure.